Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable ion selective electrode (ise) sodium results that were discovered when the samples were retested after intermittent quality control issues that were resolved with recalibration. The user provided data for four patient samples, of which two were discrepant. Patient sample 1 initial result with an aliquot was 146 mmol/l and the repeat result with the same aliquot was 139 mmol/l. The primary sample tube was repeated on another analyzer with a result of 143 mmol/l. Patient sample 2 initial result with an aliquot was 146 mmol/l and the repeat result with the same aliquot was 140 mmol/l. The primary sample tube was repeated on another analyzer with a result of 143 mmol/l. It was unknown if the patients were adversely affected. The sodium electrode lot number was not provided. The field service representative determined the reagent system and the diluent/internal standard nozzle was misadjusted. He adjusted the nozzle and verified the analyzer operation by running calibration, quality control and precision testing with results within specification.